Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. Analysis of the instrument and the instrument data indicate that the cause for the discordant hcg and prg results was a malfunction of the reagent pipettor. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant hcg and prg results were obtained on a patient sample. The discordant results were reported to the physician. The samples were repeated in triplicate on (B)(6) 2010. The repeat results were reported to the physician. The initial and repeat samples were all from the same tube. The patient stopped the use of medicines which are necessary for her pregnancy. There were no report of adverse health consequences due to the discordant hcg and progesterone results.